Event description:
Reference number (B)(4). Event occurred in germany. It was reported that, the patient felt dizzy and collapsed due to low blood gucose level for which the patient initially had coke and was then taken to the emergency room on (B)(6) 2024. The patient had seizures and was unconscious during hospitalization. The patient was released from hospital after few hours of admission. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: germany. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.